Event description:
It was reported that the right atrial (ra) lead exhibited loss of capture and would not capture at maximum output. The lower rate limit (lrl) was programmed at 50bpm with 5bpm hysteresis. The plan is to evaluate the lead and possibly perform a lead revision. There were no adverse patient effects reported. The ra lead remains in-service.